Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
I was reported that a reboot with the alarm message "device failure" occurred during ventilation. No patient health consequences have been reported.

Event description:
I was reported that a reboot with the alarm message "device failure" occurred during ventilation. No patient health consequences have been reported.

Manufacturer narrative:
The reported event, logbook and service report of the affected carina with serial no. (B)(6), manufactured in may 2007, were analyzed for the investigation. The complaint does not contain a date or time of the event. The logbook shows that error code 00.a014 and 00.a012 (automatic restart) occurred several times in november and december 2021. When error code 00.a014 occurs, it is very likely that the lp mpu is defective. Error code 00.a012 occurs when the unit restarts after an internal system error has been detected. Ventilation continues to run in this case. However, the unit stops ventilating after three restarts within 24 hours. During this time an emergency breathing valve opens allowing spontaneous breathing of the patient. In the event of a ventilation failure, carina will issue visual and audible alarms. The device acted as instructed and alerted an internal failure multiple times. No patient health consequences have been reported. The device was successfully repaired by replacing the lp mpu. The risk assessment of the reported event did not reveal any new or additional risk, so this is considered within the device safety concept. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.